Manufacturer narrative:
(B)(4). The customer was not able to reproduce the event. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator generated an error which rendered the unit inoperable. Although requested, information regarding intervention taken on the behalf of the patient and patient outcome was not provided.